Event description:
It was reported that the pta balloon would not deflate. The balloon catheter and the introducer sheath were removed together as a single unit. Another pta balloon catheter was used to complete the procedure. No report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation is currently underway.